Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, the malfunction was likely caused by damage to the connector section cable, resulting in poor image quality. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope produced a rainy image. This occurred during an unspecified procedure. There were no reports of patient harm.